Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported results were 436 mg/dl, 240 mg/dl, 335 mg/dl, 139 mg/dl and 182 mg/dl. She said all five tests were within 10 minutes. No adverse event alleged. A request was made for the return of the meter and strips, replacement sent.